Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reportedthey symptoms seems to be related to the original interstim surgery. It was reported that the infections cleared and the interstim system was implanted again on (B)(6) 18. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1mct6, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va1jtsu, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va1jtsu, implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient had an infection and device was removed on (B)(6) 2017. The issue was resolved at the time of the report. The ins and lead were reinserted. There were no further complications reported.